Event description:
It was reported by the customer that their insulin pump was alarming. Customer stated they inserted new batteries after having the device in storage for an extended period of time. Advised to monitor device. Customer's blood glucose level was 200 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.